Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm. The reporter advised that they believed there was an issue with the patient circuit (adult, active, heated, oxygen, blue). After trying multiple circuits unsuccessfully, the patient was then placed on another manufacturer's device for support. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in order to obtain additional information about the patient and the event, but no response has been received.

Manufacturer narrative:
H6: the patient circuit was not returned to ventec for evaluation. The reporter advised that it was disposed of following the event. The cause of the reported issue could not be determined.